Event description:
Reporter states the end user was going down a hill and the chair started to go fast, so the user tried to slow it down by letting go of the controller and when that didn't slow it, the user put it in reverse and that didn't stop it either and ended up hitting a tree. No injuries reported.